Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined that during revision procedure the patient had issues breathing. It was noted that patient was a smoker. During procedure, patient¿s carbon dioxide levels were elevated, oxygen levels were low, and patient became bradycardic. As a result, the patient was flipped over then intubated and the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Related manufacturer reference number: 1627487-2023-02860 it was reported that during revision procedure (see related manufacturer reference number 1627487-2023-02860) the patient had issues breathing. It was noted that patient was a smoker. During procedure, patient¿s carbon dioxide levels were elevated, oxygen levels were low, and patient became bradycardic. In turn, the patient was flipped over then intubated and the system was explanted. Patient was doing fine in recovery.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000039433